Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list new arrhythmia, such as atrial fibrillation or flutter, requiring treatment as a potential clinical and device adverse event. Article citation: g. Santoro, b. Castaldi, m. Cuman, et al., trans-catheter atrial septal defect closure with the new gore® cardioform asd occluder: first europe..., international journal of cardiology, https://doi.org/10.1016/j.ijcard.2020.11.029 the publication date is used as the event date as further information has not been provided by the corresponding author.

Event description:
This information was received through literature article "trans-catheter atrial septal defect closure with the new gore® cardioform asd occluder: first european experience" published online 11 november 2020 in the international journal of cardiology. This perspective, observational study evaluated safety and efficacy of the gore® cardioform asd occluder. Between january and june 2020, 43 unselected patients with significant asd were submitted to transcatheter closure with gore® cardioform asd occluder. Primary endpoints were procedural success and safety. Secondary endpoints were closure rate and clinical safety at 1-month follow-up. The article further reported one case of sustained supra-ventricular tachycardia responsive to anti-arrhythmic therapy at deployment of 32mm device to close a 19mm asd.